Event description:
The "cin" was contacted directly by the customer. It was reported the device was used during a vein harvesting procedure. It was reported the clips came down, but when fired the clip would not close. Another was used to complete the case. 11/9/98 rep visited account and discovered the device was discarded.